Event description:
On (B)(6) 2015, a patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The planned procedure was to extend into the left external iliac artery with an iliac extender and cover the left internal iliac artery. The physician used a pxc121000 as a contralateral leg device and tried this to extend it with a pxl161007 into the left external iliac artery. The external iliac artery was measuring 8mm in the proximal segment just below the internal/external bifurcation. The pxc121000 was placed to land in the distal left common iliac artery, but landed into the external iliac in the 8mm segment. This was then extended further with the pxl161007. On (B)(6) 2015, the patient suffered of leg pain and on assessment the left limb had thrombosed. An embolectomy was performed and a bare metal 7 mm stent was placed in the pxl161007 to restore the blood low. The patient tolerated the procedure. On (B)(6) 2015 the patient developed angina pectoris due to blood loss from both procedures and is an inpatient currently being assessed. The pulse in the left leg appeared normal, but patient is not yet up and about walking. The hospital is following the patient to see if he improves.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.